Event description:
The pt reportedly experienced a loss of sound at his initial stimulation. External equipment was exchanged and programming adjustments were made; however, this did not resolve the problem. The company was informed that there was a complication during pt's initial implant surgery. The pt's device was explanted. The pt was successfully reimplanted with another advanced bionics device.